Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a microclave¿ clear connector, generated a leak during patient use. The following issue was reported by the customer: at the end of the puc (platelet unit concentrate), there was a blood return in the tubing and the blanket was wet by the leak of platelet. Testing was completed to check if the patient had received enough. Leakage was identified at the anti-reflux cap which was cracked. The status of the product at the time of the event was during sampling. No consequences for the patient's state. Needed to transfuse again because the child had not received his full platelet transfusion. Nobody was harmed. The treatment was not fully administered. No blood loss, but loss of the product administered. The declaring person is not the one who prepared the tubing, but normally no physical defect noted before use.

Manufacturer narrative:
Three images were returned showing a microclave attached to a tubing set, a stopcock and a syringe, all inside a plastic bag. One used list #011-mc100 microclave was received attached to unknown tubing and stopcock. An unspecified bd syringe was additionally received. A slight slit propagation was observed on the face of the seal of the microclave. The microclave was leak tested per specification. No leakage was observed. The stopcock male luer failed compatibility specifications. The complaint of reflux and leakage could not be replicated or confirmed. Although no leakage or stick downs were observed, during investigation slight slit propagation was observed on the seal of the microclave. The probable cause is due to an incompatible mating device. It was found that the returned stopcock was not compatible with the microclave. The dfu states: ' needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm)'. A device history review could not be conducted because no lot number was identified. D9 device returned to mfg: 10/23/2024. Additional information can be found in d10 and h6 component code.